Event description:
It was reported that the patient saw a manufacturer representative for personal therapy manager (ptm) activation in the healthcare professional's (hcp) office. It was noted that the representative seemed hurried and reportedly had somewhere else to go. She handed the patient the ptm with no direction on how it worked and left her to her "own devices to learn about it." In addition, the physician was not in the room when the representative programmed and updated the pump. The patient believed that the physician had given the representative the rate and the number of boluses to give, but no other parameters were given. It seemed like she "just kept playing with it." The patient had to go back to the physician to have the ptm checked because it wasn't programmed correctly. The ptm was programmed to allow two boluses instead of four as intended and it was also found that the simple continuous rate was incorrect. It was supposed to be set at 4.5mg/day, but was found to be set at 5.06mg/day. The patient stated that the mistakes had not caused her harm, but noted that they could have been very serious, resulting in an overdose situation. Six days later, it was reported that the representative met with the patient on (B)(6). It was stated that, because of the bolus lock-out parameters incorrectly programmed, the patient was locked out of her boluses during the day as she was using two of them in the evening. As the settings had been programmed to allow two boluses in a twelve hour period, the patient would have pain during the day. The programming was corrected six days later and the patient was educated on how to use the ptm. The dose restriction interval was reset to allow one bolus in a four hour period with four boluses per day. The drug used in the pump was unknown, though it was indicated that the pump was used for pain. As far as the reporter knew, the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).